Manufacturer narrative:
T:slim user guide indicates, avoid changing your infusion set before bedtime or if you will not be able to test your bg at least 1-2 hours after a new set is place. The device has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the customer changed his cartridge, infusion set tubing, and site prior to going to bed. The customer woke up the next morning with high bg levels. After troubleshooting it appears that the pump is functioning as expected.